Event description:
Customer reported that the device would not charge the installed battery. There was no report of patient involvement with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate an ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.